Manufacturer narrative:
No product returning for eval. Should new info become avail, a supplemental form will be submitted.

Event description:
Received info regarding multiple cartridge alarm 19 during basal delivery and the load process. Customer's blood glucose level was not impacted.